Event description:
Additional information was received that the explanted products were discarded after surgery so product return is not expected.

Event description:
It was reported that the patient was to have a prophylactic full revision to the newest generator model and would need to change the lead to be compatible. High impedance was marked on the implant card indicating high impedance was observed on the patient device. The explanted lead and generator have not been received by the manufacturer to date. No additional relevant information has been received to date.